Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral approach. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After a 6f non-boston scientific (bsc) guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 3x200 non-bsc balloon catheter and was replaced with a 4.0mm x 220mm x 150cm coyote balloon catheter for size up. However, during the second inflation at 14 atmospheres for 120 seconds, the balloon ruptured. The device was removed from the patient without problem and pinhole on the tip side of the balloon was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.